Event description:
It was reported that a procedure was performed for a heavily calcified chronic total occlusion (cto) in the right superficial femoral artery (sfa) via femoral approach. An asahi crosslead penetration 18 guide wire crossed the lesion while an unspecified microcatheter would not cross. The guide wire was left in place. When a new asahi caravel microcatheter and an asahi crosslead penetration14 guide wire were used and advanced through the lesion, the radiopaque segment of the guide wire was found knotted. After removal, the outer coil of the crosslead penetration14 guide wire was shrunken as if it was fractured. A new crosslead penetration14 guide wire was opened to continue the procedure. The procedure was completed successfully. It was informed that the patient was fine after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported crosslead penetration14 guide wire was returned for evaluation. The outer coil, which was originally set for 25mm from the tip, had frayed and shifted significantly toward the proximal side. At the proximal solder and the distal solder that were set to fix the outer coil on the core wire, traces of transfer mark of the outer coil were observed. Traces of solder were found attached on each end of the frayed outer coil, indicating that the outer coil remained in one piece and gathered proximally from each solder. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the tip of the guide wire while the wire tip was caught by the heavily calcified cto, causing the outer coil to be loosened and detached from the proximal solder and distal solder where the outer coil was fixed. The detached coil might shift significantly toward the proximal side during removal. Although it was concluded that this event was not attributed to product quality, a possibility could not be completely ruled out that some wire fragment(s) might be left in the patient anatomy due to the severe damage observed on the returned guide wire. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunctions and adverse events] 1. Malfunctions ~ breakage of the guide wire.